Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: : n/a (not applicable). The laser machine is not an implantable device. Explant date: n/a (not applicable). The laser machine is not an implantable device, therefore not explanted. Telephone number: (B)(6). First/given name: unknown/not provided. Last name: unknown/not provided. Health professional?: unknown/not provided. Occupation: unknown/not provided. (B)(4). Manufacturing record evaluation: a review of the device history record (DHR) showed that there were no issues or non conformances during manufacturing. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery an incomplete side-cut of the flap occurred on one eye. Because of this, the treatment was converted to a prk (photorefractive keratectomy). The va (visual acuity) of the eye is 10/10. It is presumed that the issue happened because the cornea was not fully applanated before the laser procedure. Through follow up we learnt that no additional interventions were required. No additional information was provided.